Manufacturer narrative:
Additional manufacturer narrative: the device was not available for return as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. As the device was not returned to edwards for analysis, the root cause for the stenosis remains indeterminable. However, it is possible that the stenosis observed in this case was due to progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 25mm pericardial mitral valve was disabled after an implant duration of six (6) years, eleven (11) months, and sixteen (16) days due to severe stenosis. A second device, a 26mm transcatheter valve, was implanted in the mitral position using a valve-in-valve procedure. Both devices remain implanted. Per obtained medical records, the patient presented to the hospital with severe volume overload, acute on chronic congestive heart failure, and marked proteinopathy from cardiac cachexia. The mitral valve gradient was 17 mmhg on direct testing. The patient was also found to have potential clots on the 25mm pericardial mitral valve that may have been limiting its motion. The patient underwent tissue plasminogen activator (tpa) administration and found no improvement in valve motion. The patient therefore underwent a valve-in-valve via the transseptal approach. Overall, the patient remained hemodynamically stable during the procedure. In the postoperative echo evaluation, the patient demonstrated good leaflet motion with transmitral gradient of 4 mmhg and trace paravalvular leak. Good remaining left ventricular and right ventricular function. The patient was taken to the cardio vascular intensive care unit in critical condition.